Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the tip of the device was no longer responding. It was reported that when inserting the steerable guiding catheter (sgc), into the subcutaneous tissue, when straightening the guide by turning the +/- knob approximately 1/2 a turn in the " - " direction, the tip of the device was no longer responding. A cable break was suspected. A new sgc was used with the mitraclip delivery system (cds) to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break could not be determined. The reported mechanical issue of loss of tip deflection however, was the result of the cable break. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.